Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 28mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that as observed in the photo included in the complaint, stent was already detached from the unit. The delivery wire and the introducer were not returned for evaluation. The stent component was inspected under the microscope and it was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). Both ends were noted as completely flared. The reported issue documented in the complaint regarding a premature deployment of the stent during the removal from the hoop was confirmed due to the detached condition of the stent; however, with the amount of information available and the lack of returned components, no further investigation can be conducted. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. The delivery wire and introducer components might have gotten lost sometime during the post-operative handling or decontamination of the device since they were shown in the provided picture. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7660531. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: carefully place the dispenser hoop into the sterile field. Remove the delivery wire from the clip on the dispenser hoop. Grasp the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Hold wire and introducer together to prevent stent movement. Remove the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. Do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during the removal of the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 13-dec-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: one photo was provided. The most distal aspect of the delivery wire is observed in the photo, and it is seen advanced out from the introducer, exposing the retraction bump. The stent component is no longer connected to the delivery wire and is not observed in the photo. There are no observable damages on the delivery wire/introducer sheath components due to the distance from which the photo was taken. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7660531. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported that the stent was separated from the delivery wire was confirmed based solely on the condition observed in the photo. With the limited evidence available, a root cause cannot be assigned. Further analysis will be conducted should the device be returned for evaluation. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that prior to an endovascular embolization procedure, the physician opened the device packaging for the complaint device, a 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 7660531) and removed the device from the dispenser hoop. It was observed that the stent component was already released; the stent component was prematurely separated from the delivery wire. The device was not used in the patient. The physician switched to a new stent for the procedure. There was no report of any negative patient impact. A photo of the device was included in the complaint. On 20-nov-2023, additional information was received. Per the information, the stent / stent delivery system did not appear damaged when the device was removed from the patient. The replacement stent was another 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812). The reported issue did not result in any clinically significant delay in the procedure.